Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty placing a proximal humeral nail (phn) due to problems with the distal viewing of the target. The procedure was prolonged by twenty (20) minutes. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 4, 2014. The manufacturing review shows an non-conformance report for the bores with diameter 6mm h8 (tolerance) on all (B)(4) pieces. The (B)(4) parts were reworked (galling). After rework, a 100% measurement check, guaranteed the dimensional accuracy according the manufacturing specifications. This nonconformance is not relevant to the misalignment complaint issue because the bores are not on that area. No anomalies were detected during device history record review that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.